Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a patient (pt) called to report a current issue with an acuvue oasys brand contact lens. During the telephone conversation, the pt reported a diagnosis of corneal ulcer os about ¿6 years ago¿ while wearing the acuvue oasys brand contact lenses. The pt couldn¿t open the os and reported additional symptoms of eye pain, photophobia, swelling and ¿thought I was going to lose my eyesight¿. Pt was prescribed an eye drop (name was unknown) q 1 h for 24 hours and followed with the eye care provider (ecp) the following day. The lot # and the suspect product are not available. The pt can¿t recall the location of the os corneal ulcer but didn¿t think the vision was affected. Pt reported sleeping in the lenses at the time of the event and was not compliant with the lens replacement schedule and reported ¿I know it was my fault¿. Pt was cleared to return to contact lens wear after a couple of months. The pt provided the treating ecp¿s contact details for additional medical information. On (B)(6) 2018 a call was placed to the pts treating ecp and additional information was requested. A representative at the ecp¿s office reported the pt had not been in the office since 2012 or 2013. No additional medical information was received. On 02nov2018 medical records were received from the pts treating ecp and additional medical information was provided. Date of visit: (B)(6) 2013. Visit reason: blurred ou vision at distance without correction. Mod: acuvue 1-day moist (8.5 / -5.25 ou) and specs, wearing acuvue oasys currently as she ran out of 1day moist; average daily wearing time of oasys 16 hours, (2 week per contact lens). Preliminary testing vision exam: lensometry od: -5.50 and os: -6.00; autorefraction od: -5.75/-0.50/081 and os: -6.25/-0.25/075. Slit lamp exam: no abnormal findings; cornea, both eyes, deep and quiet; diagnoses: myopia ou and presbyopia; care plan: "pt discontinued exam and cl consult during discussion of lenses. Spec rx is available to pt" no additional medical information was provided. On 05nov2018 a call was placed to the pt and advised that no record of a corneal ulcer diagnosis was noted at the ecp¿s office provided. The pt reported that was the place of treatment and pt was seen there for years. On 05nov2018 a call was placed to the pts treating ecp and additional medical information was requested. No additional medical information has been received. The date of the event is unknown. The lot number is unknown. The suspect product is not available. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.